Manufacturer narrative:
Upon visual inspection by the senior mcp specialist noticed there was a twist in the tubing. The investigation confirmed the kink in the tubing and determined the most likely cause was the tubing being twisted during assembly. The operators were notified of the nonconformance and the proper assembly method. A lot history record review was completed for the reported product and no non-conformities were found. It was determined that this was likely not a systemic issue. No corrective actions are in process. (B)(4).

Event description:
It was reported that the 3/8" tubing was kinked at exit of venous reservoir/inlet to centrifugal rotaflow pump of the cardiopulmonary custom tubing pack.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed we will send a supplemental report with our findings. (B)(4).

Event description:
It was reported that the 3/8" tubing was kinked at exit of venous reservoir/inlet to centrifugal rotaflow pump of the cardiopulmonary custom tubing pack.